Event description:
It was reported that the patient's infection had healed and that there was no evidence of complication or current infection.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's incision had opened and that there was pus draining from the open incision. It was also reported that the patient's generator was visible. It was reported by the neurologist's office that the physician was unable to assess what caused the extrusion as it could have been related to manipulation, the infection, or inadequate wound healing. The patient's generator was explanted and their leads were clipped due to the infection. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No further relevant information has been received to date. Product return and device evaluation are not necessary as the reported events are not related to the functionality or delivery of therapy of the device.